Manufacturer narrative:
A tear in the exposed portion of the soft cannula resulted in fluid being diverted from the fluid path. The time and cause of the damage cannot be confirmed. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) from the continuous glucose monitor (cgm). It cannot be confirmed whether this damage affected the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Lockdown. Cloud - omnipod 5 software app version. 3.1.2-p001. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level read high (>27.8 mmol/l, 500 mg/dl) while wearing the pod between 37 and 48 hours. No specific treatment information was provided. The device was originally reported for high bg levels.